Event description:
It was reported that the respirator was unable to achieve the required oxygen concentration. Patient involvement information was not provided by the customer. The ventilator was evaluated and due to the setting of improper parameters, the respirator was unable to achieve the required oxygen concentration. Test execution completed successfully.